Event description:
It was reported that the white button was stuck/depressed and the needle would not retract on a bd insyte autoguard bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR-the lot number was built on afa line 9 from (B)(6) 2018 through (B)(6) 2018 and packaged on pkg line 11 from (B)(6) 2018 and (B)(6) 2018 through (B)(6) 2018. Two non-related qns (200744456-task not followed (cut length), 200745207-damage on luer (adapter) were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated, disposition, root cause and corrective actions were applied following the quality control plan. All other challenge, set-up and in process testing passed per specifications. Received a total of 5 unused iag 18ga units within sealed packages from lot number 8086866. All of the components were present and intact. No physical-mechanical damage was observed on any of the components of the units received. No traces of adhesive was found of the areas of the units. Functional test (needle retraction): the needle covers were removed, manually rotated the catheter tips 360 degrees, the catheter tubing did not ¿candy canned¿. The white buttons were depressed and the needles retracted meeting no resistance. Retraction was successful. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned representative units. The actual unit described in the incident report was not returned for evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the white button was stuck/depressed and the needle would not retract on a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.